Event description:
Intuitive surgical ace curved shears insert gave a "blade error/replace instrument" warning. An attempt to disassemble and reassemble the device yield the same result. Another device was then utilized without incident.